Manufacturer narrative:
(B)(4).

Event description:
Information was received from the manufacturing representative via the health care provider (hcp) to report a patient death of a (B)(6) year old male. The drug that was used via the device system was morphine 10mg/ml at 0.5mg/day. The indication for use of the device was for unknown. The concomitant medications were not reported. The patient had a history of a heart condition and multiple stents. The patient was implanted with a device on (B)(6) 2016. The patient was lethargic yesterday ((B)(6) 2016), and was told that was not unusual for the day after surgery. The patient was found by his wife not breathing on (B)(6) 2016. The death was suspected to be due to a myocardial infarction (mi), and the health care provider (hcp) did not think that the mi or death was related to the device or therapy. The patient had received cardiac clearance. It was believed that an autopsy was being performed. It was unknown if the device would be explanted. No allegations were made against the device. It was not believed the device would be returned to the manufacturer. If additional information is received this report will be updated.

Event description:
Additional information received from the health care provider (hcp) reported that an autopsy was being done, however the results were still pending. It was noted that they have not been able to interrogate the pain pump to see if there was a device issue. Further follow-up was being conducted; if additional information is received this report will be updated.